Event description:
It was reported that on (B)(6) 2021 after an unknown procedure, the helical blade was still on the inserted. When using the combination wrench to separate the implant from the instrument, the arms of the combination wrench snapped. There was no patient involvement. There is no further information available. This report is for one (1) combination wrench 11mm/blade screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G1. Manufacturing site name and address. H4. Device manufacture date. H6 - codes updated to imdrf codes. Visual inspection: the combination wrench 11mm/blade screw (product code: 03.037.031-us, lot # 9503000) was received at us cq. Upon visual inspection, it was observed that the device was broken and the broken piece was returned. No other issues were identified with the returned device. Dimensional inspection: the dimensional inspection was not performed as complaint relevant dimensions cannot be checked for dimensional accuracy due to the post-manufacturing damage. Document/specification review: the following drawings reflecting the current and manufactured revisions were reviewed. Investigation conclusion: the complaint was confirmed for the received device was broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its use. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot - DHR review for the following device was conducted. A DHR review was performed for the finished device lot number and the production was according to the requirements and no non-conformance was identified. The material used was according to specification and within production, there was no deviation detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 after an unknown procedure, the helical blade was still on the inserted. When using the combination wrench to separate the implant from the instrument, the arms of the combination wrench snapped. There was no patient involvement. There is no further information available. This report is for one (1) combination wrench 11mm/blade screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.